Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by caller that patient had a revision. They stated that the reason for revision was the ins was 'not working' for the patient. Caller states they were unsure if ins was dead or not. Caller states they checked impedances and got a bunch of black bars but couldn't tell what they were. The revision was on (B)(6) 2019 and during revision, the healthcare professional (hcp) attempted to pull the ins and lead but the electrodes from the lead were stuck in the patient's sacrum so contacts were left in body. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins and remaining leads will not be sent back as they have to be sent to hospital pathology. No further actions were taken. Hcp decided it was best left in as it was too deep in the sacrum to attempt to surgically remove. No further complications were reported.

Manufacturer narrative:
Date - corrected to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.